Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported of receiving "no sensor detected" alerts which led to early sesnor removal.

Manufacturer narrative:
A review of the alert history confirmed that the user began receiving no sensor detected alerts on the same day as insertion and continued to receive them throughout the period the sensor was in use. Testing of the returned sensor did not reveal any anomalies, as it was able to achieve stable signal when tested with a known-good transmitter. Because the sensor consistently produced a stable signal during testing, the reported issue could not be replicated. No malfunction was identified with the sensor or the sensor to transmitter connection. The most likely cause is that the user had difficulty finding the optimal transmitter placement over the insertion site. As part of the resolution, the user was provided with a replacement sensor.